Event description:
Pt was admitted on (B)(6) 2015 for a CABG and valve replacement. He was discharged home on (B)(6) 2015. He presented on (B)(6) 2016 with complaints of 6 weeks of fever, night sweats and malaise. He was diagnosed with endocarditis and renal failure requiring dialysis. On (B)(6) 2016 a culture identified non-tb mycobacterium. Vendor code (B)(4).